Manufacturer narrative:
The device was not returned by the user facility and no photographic evidence was provided; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed (B)(4) similar complaints, with (B)(4) devices, for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. Do not apply excessive loading to the shaver blades or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a shoulder case, the tip of the h9112rh bur broke off and fell into the patient. The tip was retrieved with a grasper. There was a 5 minute surgical delay. No patient injury was reported. Upon gathering additional information, it was reported the procedure and patient's recovery was as expected. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.